Manufacturer narrative:
Clarification to device info. (D.4): (B)(4). Based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on posterior of valve assessed, as fold flaw opening. Additional observations. Yellow particle observed, inside device. Wear abrasion observed, on the device. No penetrating nick (stress marks). Crease fold observed, on the device.

Event description:
Healthcare professional reported, right-side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, right-side deflation. The device has been explanted and replaced.